Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints received for this lot number. Add'l info was requested by fax and by mail on 01/16/07. Phone follow-up was conducted on 01/25/07. To date, a completed questionnaire has not been received.

Event description:
A surgeon called to report a patient with bilateral intraocular lens (iol) implants was examined recently and the iols were cloudy in appearance. The surgeon stated, the patient's bcva ou in 2004 was 20/20 and at the time of this report, the patient's bcva os was 20/25 and od was 20/30. The patient did not have any visual complaints. Additional information has been requested. MDR# 1119421-2007-00041 --1st eye, MDR# 1119421-2007-00042 --2nd eye.